Manufacturer narrative:
Device evaluation: two samples were returned in unused condition in original packaging. No damage was found during a visual inspection. During the functional testing, the two samples failed the "minimum" ring gauge test. The root cause of the issue was found to be that the od over bumps were out of specification due to flash on the supplier tool. The supplier mold was repaired to remove burr on cavity number two. The supplier updated its inspection test method to align with the ICU medical method.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No damage was found in the sample returned per visual inspection. The cannula was inserted in to the tracheostomy tube in order to verify if the cannula fits correctly. When inserting the cannula into the tracheostomy tube a click was made. The piece was placed upside down to verify that the cannula was well fastened to the tube. The cannula did not disassemble from the tracheostomy tube. The failure mode was not confirmed based on the analysis conducted in the sample provided. A device history record could not be completed as no lot number was received. The failure mode will continue to be monitored and if a trend is identified an investigation will be open.

Manufacturer narrative:
B3 - date of event : year of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula was not clicking or locking into place. There was a patient involvement and no patient harm reported.